Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp)unit cannot be started when it is turned on, and displayed the code 50. Attempted to reboot but failed. There was no patient patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Due to character restrictions, e1 phone # is (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. To fix the issue, the fse replaced the hydr cmpnt pump assy dc knf. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp)unit cannot be started when it is turned on, and displayed the code 50. Attempted to reboot but failed. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)unit cannot be started when it is turned on, and displayed the code 50. Attempted to reboot but failed. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.